Manufacturer narrative:
Visual inspection: it was observed that the distal threaded tip of the instrument was worn out. The instrument showed jamming issue while moving the adjustable head. Functional inspection: the instrument was functional but the adjustable head showed resistance while using the device. Complaint history records were reviewed for this lot, and no similar complaints were identified. The investigation has been performed with the information present in the investigation. It is possible that an off-axis insertion of the implant or higher forces during impaction with a mallet may lead to the observed adjustable tip jamming issue. However, a conclusive cause for the failure mode could not be determined.

Event description:
It was reported that the tip of an aleutian tlif adjustable inserter was jamming during intra-operative implant insertion. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully.

Event description:
It was reported that the tip of an aleutian tlif adjustable inserter was jamming during intra-operative implant insertion. No adverse consequences, surgical delay or medical intervention were reported. The procedure was completed successfully.